Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was an over-discharge and it was the second over-discharge. A physician mode recharge (pmr) was not performed. The patient had spinal fusion in (B)(6) 2014 and the neurosurgeon cut the patient¿s lead wires and instructed the patient to keep the stimulation off. Because of this the patient never kept the implantable neurostimulator (ins) charged. The patient scheduled to have a paddle lead placed the day of the report and it was mentioned the patient had to have a pmr in the past, which made the current over-discharge the second event. The healthcare provider (hcp) was informed of the situation and the manufacturing representative¿s inability to check impedances intraoperatively once the leads were connected because the ins had been over-discharged. The hcp spoke with the patient and agreed the best option was to replace the ins the day of the report. The device was explanted. The patient had less than 50% therapy relief in the lower back and in both legs. Additional information received reported the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.